Event description:
Spontaneous;. Pt's mother complaining rj defective needle sets. A few days ago one of the needle sets was missing a needle, so it was discarded, today there was a small crack and subsequent leakage in one of the needle set lines, so it was also replaced. Pt's mother wanted to know if her daughter lost a lot of drug this way, from description of what happened, it was determined that the amount of fluid is not significant. No side effect reported. Unknown date of event. Unknown if prescriber is aware. Unknown if patient missed a dose. Unknown if patient has defective product on hand for return. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: (B)(6). Reference report: mw5117168.